Event description:
Caller stated that his dexcom 7 sensor reads low. The reading is inappropriate. The device is defective. He called dexcom but they dont care about their customers or what happens to them. He also stated that the sensor only last three (3) days.